Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files was not possible as lot number was not provided. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. Health effect clinical code 4582 was used as no other feasible code was found for the preferred term "bleeding" (from access site). Investigation findings code 4247 was used as no other feasible code was found for the preferred term "undeterminable".

Event description:
It was reported that while using a 5f celt acd to close a 5f arterial access, after the ejection, immediate bleeding was noticed and controlled with manual pressure by the physician. Under fluoroscopy it was noted that the device embolised down to the lower leg. An angiogram was performed with access achieved from the other leg and it was noted that the implant was in the peroneal artery. The vascular surgeon attempted to snare the implant and remove it from the body. However, this was unsuccessful and the patient was brought to surgery to do a small cutdown to remove the implant. It is unknown whether the patient was admitted or discharged, but further follow-up confirmed that "the patient was ok".